Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample syringe for the closed tube aliquooter module of the synchron lxi 725 clinical system was leaking. Customer reported that he had a spare, and decided to replace the syringe. Customer reported that when he tried to unscrew the thumbscrew, it broke off. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the sample syringe drive assembly; primed the analyzer 20 times to ensure there were no leaks or bubbles. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Evaluation results: sample syringe drive assembly. Bec identifier for this complaint is (B)(4).